Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein faradrive steerable sheath clear was selected for use. It has been mentioned that cobra occurred in the last pulmonary vein, the usual spin was done, reshaped but still cobra. The catheter was removed from body to manually reshape however spline remained inverted. Visible air was observed in the sheath flush port repeatedly when aspirating the sheath following reintroduction of farawave catheter. Both the catheter and the sheath were replaced. The only device that had been used in the sheath was the farawave 31 mm catheter and the merit guidewire which was used inside the catheter. The method of irrigation was a pressure bag. The guidewire was positioned with the tip sitting just outside (1 mm) the tip of the catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein faradrive steerable sheath clear was selected for use. It has been mentioned that cobra occurred in the last pulmonary vein, the usual spin was done, reshaped but still cobra. The catheter was removed from body to manually reshape however spline remained inverted. Visible air was observed in the sheath flush port repeatedly when aspirating the sheath following reintroduction of farawave catheter. Both the catheter and the sheath were replaced. The only device that had been used in the sheath was the farawave 31mm catheter and the merit guidewire which was used inside the catheter. The method of irrigation was a pressure bag. The guidewire was positioned with the tip sitting just outside (1mm) the tip of the catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.